Event description:
Reportedly, the subject reported cramping in both legs; however, only right leg was stented with lifestent. Subject took medication and went back to sleep.

Manufacturer narrative:
Device not returned.